Event description:
During troubleshooting of an unrelated alarm, it was reported that the patient's cat chewed on the tubing during peritoneal dialysis (pd) therapy. The home patient (hp) stated they may have an infection and the registered nurse (rn) was already aware of the situation. During a follow up phone call, the patient's nurse stated the hp came to the clinic and was evaluated. The nurse confirmed the patient did not develop peritonitis as a result of this event. The hp was treated with prophylactic antibiotics. The hp was retrained on not having the cat present in the room during pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Animal damage was reported and is known to be able to cause the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs, in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.